Event description:
During a cas operation the physician was using a guardwire device with the intention of interrupting the blood flow to eca to cca. No abnormalities noted during device inspection and preparation before use. The target lesion in the right ica exhibited 70% stenosis, excessive calcification and moderate tortuosity. Pre-dilation was carried out at the lesion site. During the procedure the physician twisted the shaft of the guardwire potentially between 5-10 times to move back and forth. The relevant device broke in two, one part being approximately 5cm in length. The detached part remained in the patient; balloon part was kept in the eca to be implanted and the detached device was adhered on the vessel wall from ica to cca using a non-medtronic stent. The procedure was completed using another guardwire device. The patient was discharged two days later with no other clinical sequelae reported. Device evaluation: the guardwire was intact from the proximal extension wire to the location of the break. The gold marker and extension wire/hypo tube joint were intact. It appears that the hypo tube broke at the end of the proximal coils end. Residual pet tubing remained on the hypo tube exhibiting circular motion noted on the pet covering that section of the hypo tube at the break point; indicating that bend force or torque was applied. The whole length of the guardwire returned measured 205cm in length. The distal tip with the balloon was missing (approximately 4.4cm) from the distal wire. Physical measurements showed the wire met outer diameter specification. Hypo tube wall thickness appeared normal. The guardwire embolic protection device is approved in the u.s. With a coronary indication.

Manufacturer narrative:
Results: related to operational context (repeated twisting of device during procedure may have contributed to the event). Conclusions: operational context may have caused or contributed to the event (repeated twisting of the device during procedure may have contributed to the event). (B)(4).